Event description:
It was reported that during service and repair, it was determined that the expressew iii w/o hook device had wear marks. During in-house engineering evaluation, it was determined that device needle was very hard to deploy and caused the device to jam. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual observations revealed that the device had slightly marks of wear, but it was in expected condition. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per the instructions for use it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.